Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that there was an incident where the insulin pump delivered 20 units of insulin and paramedics were called to her house. The customer was treated with glucose tablets. The customer was unable to troubleshoot for low blood glucose at the time of the call and requested replacement of the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The operating currents are within specifications and the insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with the correct time and date. Installed a water filled test reservoir and primed the insulin pump and was monitored for five days, no unexpected delivery of bolus anomaly noted. The insulin pump was downloaded to carelink pro, all data recorded during test period was recorded properly at the insulin pump history and shows on the carelink report however, the carelink report did not show any insulin pump activity for 05/23/2016 or earlier. The insulin pump had several a47 alarms at the alarm history file due to corrupted history file. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.